Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: main component of the system. Other relevant device(s) are: product ID: etlw1616c93e, (B)(4), ubd: 08-jan-2020, (B)(4); product ID: etlw1616c93e, (B)(4), ubd: 30-jan-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size. It was reported approximately 3 months post the index procedure the patient presented emergently. The stent graft system was explanted and a homograft was used during open revision. It was reported that the patient's overall condition had declined and an infection was identified around where the stent grafts were originally placed. It was also reported that the patient devolved sepsis and is undergoing continuous dialysis. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.